Manufacturer narrative:
The tubing was returned in conjunction with the pump that was reported through medwatch #9610825-2011-00150. Based on info from the reporting facility the pump and tubing set are from the same event. The returned tubing set was tested in conjunction with the returned pump. Volumetric accuracy of the pump was tested three times in piggyback mode using the customer-supplied tubing. The rate was set for 270ml/hr with a vtbi of 115.7ml, consistent with the pump operation log info. The test results were within specifications at 117ml, 118ml, and 117ml. The back check valve on the tubing set did not allow reverse flow. The reported failure could not be reproduced during volumetric testing. The DHR record was reviewed for the reported lot number and no nonconformances or abnormalities were noted during in-process or final product inspection. There were no other reports of this nature against the reported lot number. No adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent info becomes available from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the user facility: when the chemotherapy medication was connected to the secondary tubing which was connected to the primary tubing for piggyback, the chemotherapy medication was free flowing either to the primary tubing into the bag or the pt. Additional info provided by the customer indicated there was no pt injury, however the pt did become nauseated. After further discussion with the customer it was determined that the IV tubing set being reported in this report (medwatch # 9614279-2011-00009) is the same set that was used in conjunction with the pump reported through medwatch # 9610825-2011-00150.